Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina, myocardial infarction, ischemia and thrombosis are listed in the instructions for use, as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing or design.

Event description:
It was reported via a trial that approximately twenty six months post stenting procedure with three xience v stents, one 2.5 x 12 in the proximal circumflex artery, one 3.0 x 12 in the mid left anterior descending artery and one 3.0 x 15 in the proximal left anterior descending artery, the patient experienced chest discomfort and was found to have a positive functional stress test demonstrating myocardial ischemia. The angiography study showed a thrombosis of the index stent in the proximal left anterior descending artery. The patient was diagnosed with a myocardial infarction. On 02/03/2011, the patient underwent percutaneous coronary intervention in the proximal left anterior descending artery, index target lesion and was treated with medications. The patient was discharged two days after the procedure. There was no additional information provided.